Manufacturer narrative:
On 24-jun-2023, the bwi product analysis lab was received for evaluation. The product investigation was subsequently completed. It was reported that the patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and after the case had been completed upon removing the ablation catheter and the octaray catheter from the patient it was observed that there was heavy char just one spline of the octaray catheter. No further details were provided. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection and patency test of the returned device were performed in accordance with bwi procedures. The device was visually inspected; char, thrombus and clot were observed attached on one on electrode of the device's tip. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31035517l and no internal action related to the complaint were found during the review. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation (afib) ablation procedure with a octaray, perseid, 48p, 2-2-2-2-2, d-curve and after the case had been completed upon removing the ablation catheter and the octaray catheter from the patient it was observed that there was heavy char just one spline of the octaray catheter. No further details were provided. No patient consequences were reported. This event is being reported as thrombus/clot. Char is not MDR-reportable. Thrombus/clot is MDR-reportable.